Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A doctor reported the postoperative result of an intraocular lens (iol) implant was different than expected. The affected eye was the right eye (od). Additional information was provided by a company representative. The surgical data showed that the iol was not located correctly and an after rotation would be required. Additional information has been requested and received.